Manufacturer narrative:
(B)(4) d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by ¿resecured¿? How was it ¿resecured¿? How was the migration of the device diagnosed (chest x-ray, esophageal line at explant)? Are there images available that shows the migration? If yes, please send them to productcomplaint1@its.jnj.com. Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring? When the device is being explant, please let us know. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon implanted a linx (B)(6) 2023. The implant started to slide down over the stomach. The patient has not wanted to remove it. They rescued the device for the patient on (B)(6) 2024 on the ge junction (gastroesophageal). The patient is having problems swallowing. An explant is planned to convert the patient to a fundoplication.

Manufacturer narrative:
(B)(4). Date sent: 4/28/2025. Corrected data: d6a. Additional information was requested, and the following was obtained: what is meant by ¿resecured¿? Surgeon performed procedure to reset the linx, after slight migration occurred. Discovered after imaging results. How was it ¿resecured¿? Surgical procedure approximately on (B)(6) 2024. Original implant was (B)(6) 2023. How was the migration of the device diagnosed (chest x-ray, esophageal line at explant)? Imaging. Patient had some difficulty swallowing however requested to keep the linx in. Are there images available that shows the migration? None to share at this point if yes, please send them to productcomplaint1@its.jnj.com. Did the patient have a hiatal hernia at the time of implant? Yes, if yes was this repaired at this time of implant? Yes. Does the patient have a re-occurring hernia now? No. If yes, did the position of the device change based on the hernia reoccurring? When the device is being explant, please let us know. Explant officially took place on (B)(6) 2025. Surgeon just clarified this today. Apologies for the confusion. Patient is well. We do not have access to the device.